Event description:
The patient was scheduled for bilateral capsulotomy and capsulorrhaphy with biologic mesh. When performing procedure on right side it was noted that original implant was completely ruptured. The implant was removed and replaced. Surgeon notes from the operative report: "attention then directed to the right breast where similarly and lateral widened scar has been excised with electrocautery through skin and subcutaneous tissue. Once into the periprosthetic capsule immediately noted that the implant was fully ruptured, not just a small defect. Full circumferential rupture of this implant. The implant material was then carefully removed with multiple surgical towels and damp lap sponges." The patient tolerated the procedure well, and there were no complications.